Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a scs revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient will undergo a scs revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a scs revision procedure for unknown reason.